Manufacturer narrative:
D.2. Additional medical device type: pch. Investigation summary: introduction: the complaint investigation for false positive results with the bd max¿ enteric viral panel kit (ref. (B)(4) lot 6049800 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. Batch history review: the review of quality control records of bd max¿ enteric viral panel kit lot 6049800 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing: customer reported discrepant results where norovirus and adenovirus targets were initially detected as positive, but subsequent repeat testing yielded negative results for all targets. Customer provided the database of bd max¿ instrument ct1348 for investigation. The discrepant sample was identified in run 4608, position b10 (initial) and run 4609, position b12 (repeat). Manual pcr curve adjudication revealed step dislocations in the raw pcr signal, resulting in positive results for both targets in the rox and vic channels in run 4608. No anomaly was observed in run 4609, the curves were flat, as expected for a negative sample. The pattern of step dislocations was observed in all the target channels (fam, rox and vic) in top cartridge position, with the curve for the norovirus (rox channel) and adenovirus (vic channel) targets reaching corresponding thresholds to be valid, resulting in positive results. It is unlikely these positive results in run 4608 are due to true amplification. Additionally, repeat testing performed in run 4609 revealed negative results for all targets, without anomaly. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 6049800. Conclusion: based on the available data and customer provided information, the root cause was not identified. Nonetheless, no reagents issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a discrepant patient result was obtained. Initial result was norovirus and adenovirus positive. Sample was repeated and was negative for both organisms. There was no report of patient impact.